Event description:
Endo gia ultra handpiece seized up and refused to fire after multiple attempts.what was the original intended procedure?liver resection.device #1is this a laboratory device or laboratory test?no.